Manufacturer narrative:
(B)(4) sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4)

Event description:
Device 1 of 2 reference MFR report #: 1627487-2016-00682. It was reported the patient's leads migrated due to the patient lifting heavy objects. In turn, the patient could no longer receive effective stimulation. As a result, the patient's leads were explanted and replaced with a different model. The issue was resolved by surgical intervention.